Manufacturer narrative:
Event and explant dates provided are approximate, although it is safe to assume that both dates occurred after the implant date ((B)(6) 2019). Additionally, model number, lot number, and UDI were not initially reported for the device in question. As a result, date of manufacture and other lot-specific information is not yet known. Additionally, although dr. (B)(6) reported the event to uromedica, she was not the implanting physician for this patient.

Event description:
Proact devices explanted from patient following urethral erosion.